Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01698. It was reported that the pt (B)(6) experienced an uncomfortable sensation in her back. The physician took the pt into surgery and performed intraoperative testing. It was reported that the lead was damaged and the anchor was broken. The physician explanted the lead and anchor and replaced the lead on (B)(6) 2011. The pt reported effective stimulation postoperative, and no further pt issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.